Event description:
It was reported that the user experienced sustained hyperglycemia after a recent infusion set change while using the ilet system, with cgm readings up to 331 mg/dl and no pump alarms or alerts, and a suspected infusion set insertion issue such as a bent teflon cannula at the abdomen. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting by reviewing alarm history, assessing infusion set type and placement, and advising a site change. Investigation of this case revealed no device alarms, and the clinical scenario was consistent with an infusion site or cannula issue resulting in reduced insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.